Event description:
It was reported that the patient was experiencing pain and 'needed an adjustment.' The patient noted that her implantable neurostimulator (ins) was causing an 'off and on burning sensation' and a 'jolting sensation when she would laugh or sneeze.' It was further noted that the reported sensations subsided when the patient turned the ins off, but she turned the ins back on because of the pain. The patient noted that she had an x-ray performed that confirmed the correct placement of the ins. It was noted that the patient had a scheduled physician's appointment. The patient outcome was not provided.

Event description:
Additional information received reported that the patient still took narcotics several times daily. It was stated that the patient's spinal incision was very painful. The patient saw her neurosurgeon because she was having symptoms since implant. The reporter stated that she was getting periods of intense burning in her rear and it traveled into her leg and made her leg numb. The reporter stated that she would turn off the device for a couple hours, but then had to turn the device back on because the return of pain would be too much. It was stated that when the patient made sudden movements, she would experience jolts of current that are pretty intense. The patient had an appointment with the manufacturer representative on (B)(6) 2012 for a reprogramming. Subsequent information received a week later reported that the patient still had concerns with her device or therapy, but had not sought further help. It was reported (B)(6) 2012 that the patient stated the stimulation was too strong while laying down. It was noted that the when the patient adjusted stimulation on the patient programmer, the stimulation did not 'adapt' to that setting. The reporter stated there was a burning sensation making her leg and foot numb. It was stated that the patient got a jolt when sneezing, laughing, or coughing. It was also noted that the patient could deal with those symptoms, but not the burning sensation. The reporter stated that she was worried that the device would cause internal damage. Any additional information received will be included in a supplemental report.

Event description:
Follow up from the health care provider (hcp) reported the patient was reporting some issues with their stimulator. Occasionally it gave them some shocking episodes when they coughed. It was noted the patient also had some pain in their right leg. X-rays showed the stimulator was positioned appropriately and interrogation of the system showed the system was working appropriately. The hcp noted they did not have an anatomical or biological reason for the patient's complaints. The stimulator was noted to be providing some benefit to the patient. The hcp informed the patient they would need to decide whether the 'benefits outweigh the discomfort they were having.' It was noted as long as the benefits outweigh the discomfort the patient should continue with the stimulator. If the discomfort outweighs the benefits the hcp will remove the stimulator. The hcp did not 'see any role for revising the stimulator as it was positioned appropriately and working appropriately.' It was noted follow up with the patient would be as needed.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).